Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 23.45 mm. There was no ivc anatomic anomaly or presence of thrombus noted prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram reported no ivc anatomic anomaly. Presence of thrombus was noted occluding left lower extremity veins prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.5 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 14.8 degrees in the ap view. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement on (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed no fracture, embolization, or migration with filter tilt of <6 degrees. Analysis of post-procedure x-ray revealed no fracture, deformation, embolization, and tilt of 5.9 degrees in the ap view, and 3.1 degrees in lat view. The patient was discharged on (B)(6) 2016 (two days post-procedure). On (B)(6) 2016 (100 days post-procedure), the pre-retrieval x-ray was performed. Per the site, the filter tilt was 6-<11 degrees. It was determined that the filter was no longer clinically needed. The filter was removed endovascularly. Per analysis of the retrieval procedure, there was no thrombus in the filter. Filter tilt before retrieval attempt was 17.3 degrees in ap view. There was no extravasation of contrast after filter removal. Patient outcome: the patient completed the study and exited on (B)(6) 2016.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-uni-celect-pt. Summary of investigational findings: the images confirms tilt of ~17deg but also found perforation by one primary and one secondary leg. The venogram of time of filter placement demonstrates deployment of borderline significant tilt (~14deg), which according to the image review is related to placement procedure (right common femoral vein). This could perhaps have been prevented by placing the filter in a slightly more cranial location. The venogram from time of filter retrieval demonstrated a slight increase of tilt (~17deg), which is considered significant. Furthermore, there had been interval development of perforation by one primary and one secondary leg. The increased tilt and perforation are likely caused by the abnormal interaction of the primary and secondary legs with the ivc wall due to the initial tilt. This allowed the primary and secondary legs to ratchet cranially with respiratory motion causing perforation and increasing forces resulting in slight increase in tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 23.45 mm. There was no ivc anatomic anomaly or presence of thrombus noted prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram reported no ivc anatomic anomaly. Presence of thrombus was noted occluding left lower extremity veins prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.5 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 14.8 degrees in the ap view. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement on (B)(6) 2016 (day of procedure), the post-procedure x-ray was completed which revealed no fracture, embolization, or migration with filter tilt of <6 degrees. Analysis of post-procedure x-ray revealed no fracture, deformation, embolization, and tilt of 5.9 degrees in the ap view, and 3.1 degrees in lat view. The patient was discharged on (B)(6) 2016 (two days post-procedure). On (B)(6) 2016 (100 days post-procedure) the pre-retrieval x-ray was performed. Per the site, the filter tilt was 6-<11 degrees. It was determined that the filter was no longer clinically needed. The filter was removed endovascularly. Per analysis of the retrieval procedure, there was no thrombus in the filter. Filter tilt before retrieval attempt was 17.3 degrees in ap view. There was no extravasation of contrast after filter removal. Patient outcome: the patient completed the study and exited on (B)(6) 2016.